Event description:
During the procedure, the device fired twice then jammed. The surgeon was unable to continue with the device, so it was removed from the field. A new device was utilized without issue. It is unknown if the new device was of the same or different lot. There was no harm to the patient.